Manufacturer narrative:
Based on the results of the investigation, the type of foreign material and the root cause of why it remained in the device could not be conclusively specified. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in bf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-290 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that residual fluid/foreign matter comes out of the bronchovideoscope's forceps channel. There was no patient involved.